Manufacturer narrative:
The device was returned to olympus for inspection. A root cause of the chipping and peeling on cement of the light guide lens and objective lens could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: cause traced to component failure of the cement. A root cause of the minor chips at pink probe could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: cause traced to component failure of of the pink probe. A root cause of the missing ke45 a forceps cover could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: cause traced to component failure of the adhesive (ke45). Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the subject device exhibited chipping and peeling on cement of the light guide lens and objective lens; minor chips at pink probe; and missing ke45 a forceps cover . There was no patient involvement.